Event description:
It was reported that the ventilator generated a technical error code indicating disabled valves. There was no patient harm. Manufacturer¿s ref #: (B)(4).

Manufacturer narrative:
The ventilator generated several technical alarms referring to ventilation and communication errors. Our field service engineer investigated the ventilator on site. The control pcb were replaced and this solved the generated technical errors. After the replacement, the ventilator passed all calibration, functional and safety tests and was returned to customer for clinical use. The control pcb was returned for further investigation. The evaluation of the provided logs confirms the reported failure. Simulated use testing of the control pcb generated the technical errors referring to ventilation and communication errors directly after startup, and during forced ventilation the errors appears immediately. It was not possible to perfom pre-use check (puc). When comparing the startup process of a ventilator between the returned control pcb and a reference control pcb, it was observed that the valves were not activated during startup for the returned control pcb, whereas the valves were activated per usual for the reference pcb. This suggests the possibility of an issue within the circuit, which may be causing communication failures between the control pcb and the rest of the system. The conclusion of our investigation is that the most probable cause for the reported issue is circuit with communication problems on the control pcb, the error was not traced to component level thus the root cause could not be determined. The control pcb is part of subsystem breathing bre. Main functions are responsibility for the patient treatment, i.e. How to regulate the inspiratory and expiratory gas flow. A correction of field # d1 brand name, # d4 version or model #. D1 ¿ brand name ¿ previous brand name: servo-air. Corrected brand name: base unit, servo-air. D4 ¿ version or model # - previous version or model #: servo-air. Corrected version or model #: 6882000.

Event description:
Manufacturer's ref# (B)(4).